Event description:
The reporter stated that following surgery for subdural hematoma on (B)(6) 2009, the pt developed an infection of the dura mater and required a revision surgery. The microorganism propionibacterium acnes was isolated. No product is available for evaluation. The user facility has not responded to requests for additional info to date.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.